Event description:
It was reported that the ilet user experienced two infusion sets with bent cannulas after switching insertion methods and sought assistance with application. Troubleshooting determined the cannulas bent because the applicator was not cocked prior to insertion, which led to incorrect deployment and loss of insulin delivery. Symptoms included hyperglycemia reaching 401 mg/dl with polydipsia and sleepiness/ drowsiness. Outcomes included the need for troubleshooting and user education. Investigation included technical support review and user interview. Investigation of this case revealed user technique error causing improper infusion set deployment and bent cannulas at the infusion set component, which compromised insulin infusion. It was concluded, based on previously established findings for similar reports, that the cause was user error related to insertion technique.